Event description:
The customer contacted baxter's service center regarding a system error 2240 (air in tubing) and a system error 2367, which occurred on the homechoice (hc) during use. The home patient (hp) stated that there was air in the patient line. The patient was connected at the time of the alarm. During troubleshooting, nothing was found that the patient line had not been properly primed. The technical service representative (tsr) explained both alarms. The hp was to restart with new supplies. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was identified. As the cassette was not returned and the lot number is unknown, a device analysis cannot be completed.